Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by end user : pump was taking a long time to infuse so the patient called the nurse to check it and when the easy pump was disconnected from the patient's port there seemed to be a hard piece present. The pump was filled with 900mg/300ml of rifampin. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One used device was received for evaluation. Upon visual inspection, no damage that would lead to a malfunction was observed, however crystallized drug residue was present within the device. No foreign matter was present in the device. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. A potential root cause of the slow flow rate is the crystallized drug that was present on th device. If additional pertinent information becomes available a follow-up report will be filed.